Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found that the lead was returned in two pieces. External abrasion was noted at 14.2 cm to 14.6 cm from the distal end of the ring electrode. The abrasion were consistent with friction with another implantable device.